Event description:
It was reported that, the user experienced hyperglycemia followed by hypoglycemia while using the ilet after announcing a pizza meal as a usual lunch and subsequently announcing multiple additional meals in an attempt to correct rising glucose levels. A later check revealed that the removed infusion set was bloody, suggesting compromised insulin delivery, and a supply change was performed. During the hyperglycemic episode, the user reported symptoms of thirst, frequent urination, and hunger. No symptoms were reported during the hypoglycemic episode. Reported glucose values reached as high as 355 mg/dl and as low as 65 mg/dl, and both events were corrected without medical intervention or outside assistance. An investigation was conducted, which included agent-led troubleshooting and education, review of meal announcement practices, confirmation of alerts, assessment of the infusion site and supplies, and provision of follow-up monitoring guidance. The investigation revealed that the use of meal announcements as corrective actions contributed to the low glucose event, and that a bloody infusion site likely impeded insulin delivery, contributing to the high glucose event. Following the supply change, glucose levels improved to 163 mg/dl. Based on previously established findings for similar reports, it was concluded that the cause of the event was related to user technique involving meal announcement behavior in combination with an infusion site issue that resulted in variable insulin delivery. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.